Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon conferred with expert opinion md who reported discussing further treatment options based on the patient''s condition and the stent''s positioning.

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented one (1) week postop with a dislodged stent described as "loose and sitting on iris". There was no report of patient injury or intervention. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).